Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.